Manufacturer narrative:
Device evaluation result: the device was returned with a broken cartridge connector stuck in the drug chamber that was unable to be removed. The housing and lead screw assembly will need to be replaced. The customer reported complaint was confirmed.

Event description:
It was reported that the user dropped the ilet while changing supplies, resulting in a broken connector/coupler and an inability to disconnect or remove the connector from the pump with the user reported blood glucose at 250 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler that led to a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.